Event description:
It was noted that there was stimulation in the wrong location. About a month prior, her stimulation moved from her back to more towards her legs. It was noted that the patient had several falls recently. The manufacturing representative was going to meet with the patient today to check the implantable neurostimulator (ins) battery and adjust programming to see if they could get the stimulation back where the patient required it. It was also noted that the impedance test showed multiple ¿???¿ and the manufacturing representative was advised to increase parameters, which resolved some of the ¿???¿; however, they could not go higher than 2.0v because of patient comfort. All impedances were around 700-1000 ohms. It was noted that the patient¿s voltage was currently at 2.64v, which was 35-70% exhausted. They were advised to keep an eye on voltage moving forward. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0527135v, implanted: (B)(6) 2005, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).